Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Med watch 1226348-2019-00320 has also been filed for the other device.

Event description:
It was reported that the complaint device was implanted on (B)(6) 2019. The zeroing was done and the score was 510. The score was 3 to 4 mmhg. However the score changed lower than 0 and finally showed -99 mmhg and was not changed. The surgeon reconnected to the express and the cable. The message, ¿please depress the p->0 button¿ was displayed and the surgeon depressed the button. But zeroing error and the error kept repeating. S/he changed the express and the cable many times but the same issue occurred. Therefore an unclean device was used with the express and the cable and there was no issue confirmed. The sales rep attended the surgery at the hospital. The complaint device (the lot number: lj5112) was used. The zeroing was done and the score was 495. 0 mmhg was measured in atmosphere pressure and 7 mmhg was measured in cerebral parenchyma. The complaint sensor looped 3 cm in diameter and 40 black silk braided surgical suture was used. But negative numbers increased and showed -99 mmhg in 20 seconds. The surgeon reconnected to the express and the cable again. S/he also attempted to remove the implanted sensor and surgical suture and do the zeroing many times. But it could not resolve, ¿please depress the p->0 button¿ was repeatedly displayed. An unclean sensor was used with the express and the cable and there was no issue confirmed. This issue occurred with the basic kit (the lot number: lj5049) as well. Therefore a new device (camino, fukuda) was used. The patient was under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
Updated fields- d4, d10, g2, g4, g7, h2, h3, h6, h10. UDI (B)(4). Sample was received for evaluation. DHR- lot 175417 conformed to the specifications when released to stock. Failure analysis- there was no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the failure analysis, no root cause could be determined as the device worked normally. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.